Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebu1644 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage at the end of the catheter was found when it was flushed during daily maintenance. No other information provided.